Event description:
It was reported that when using the bd pyxis¿ es server, all medication were not crossing over to pyxis. The user tried restarting with all other related services. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the server and observed that it was rebooted two days ago, confirmed that the issue was resolved by the customer by restarting all the services, and no further investigation was required. The tss advised the customer that performing regular server reboots (recommended weekly) helps prevent memory buildup and performance degradation, as prolonged uptime of 2-3 months can lead to memory spikes and result in delays, including medications not crossing over to pyxis. The system functioned as intended after the technical support specialist verified the device.